Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete flotrac kit in open original package. Kit was not used. Tubing was broken off from bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.

Event description:
C-cc-bt - broken tubing; out of box failure. When opened box found product to be damaged ¿ where the tubing goes into the three way tap it has snapped off completely.